Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A distributor contacted zoll to report that a patient had a skin condition caused by the lifevest. It was alleged that the patient's monitor hit the patient's leg and caused bruising on the area from her mid-calf down to her toes. The area turned into cellulitis. The patient consulted her physician who prescribed an antibiotic. Follow-up indicated that the patient was still being treated by her physician. The current medical condition of the skin condition is unknown.